Event description:
It was reported that a patient had driveline communication faults, driveline disconnected, and pump off alarms. Log files were sent for review, and the event log captured 3 separate pump stop events on 19oct2024. The first occurred at 2.46am and was the result of a driveline disconnect. The pump was off for 30 seconds. Following reconnection, the log files began to capture driveline communication faults and driveline power faults. A second pump sop occurred at 2:51am and lasted for 4 seconds. The data did not indicate what caused the pump to stop in this instance. The third and final pump stop occurred at 3am and was the result of a second driveline disconnect. This event lasted for about 6 minutes. The patient turned over and the alarms began, but then after tightening the wiring connections, the alarms stopped. Following this driveline disconnect, all alarmed cleared. There was no visual damage to the driveline, modular cable, or system controller. The patient had shortness of breath upon arrival to the emergency room. Follow-up log files were submitted for review on 21oct2024 and 22oct2024. The follow-up log files captured routine events and there were no notable alarm conditions or parameter changes after 19oct2024. Supplemental information reported several no external power alarms. Log files were sent for review and the event log captured the no external power/power cable disconnects while connected to the power module on 23oct2024 on 16:31 to 16:32. The events indicate that both power cables were simultaneously disconnected. There was no pump interruption as the emergency backup battery functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of driveline disconnect, driveline power fault, driveline communication fault, and no external power alarms were able to be confirmed by review of the submitted log files. The controller event log files collectively contained information spanning approximately 5 days (22:59:00 18oct2024 to 19:21:27 23oct2024 per timestamp). At 2:46:09 on 19oct2024, a driveline disconnect alarm was observed and the pump was observed to stop. The driveline appeared to be reconnected at 2:46:35 on 19oct2024; the driveline disconnect alarm cleared upon the driveline¿s reconnection, and the pump resumed operation as expected. Shortly later at 2:46:45 on 19oct2024, a driveline communication fault alarm was observed; this alarm activated due to an internal fault which indicated that the communication a signal had been interrupted. The driveline communication fault alarm did not impact the controller¿s ability to operate the pump. At 2:52:50 on 19oct2024, a driveline power fault alarm was observed; this alarm activated due to an internal fault which indicated that the power a signal had been interrupted. The driveline power fault alarm did not impact operation of the pump. At 3:00:40 on 19oct2024, another driveline disconnect alarm was observed and the pump was observed to stop. The driveline appeared to be reconnected 3:06:27 on 19oct2024. The pump was observed to return to a speed within the expected range within a few seconds, and the observed driveline communication fault and driveline power fault alarms were no longer active. Throughout the remainder of the data, no further interruptions in the communication or power signals of the driveline were observed. No external power alarms were however observed to be active from 16:31:20 ¿ 16:31:29 and 16:32:39 ¿ 16:32:47 on 23oct2024. These alarms activated due to both power cables being simultaneously disconnected from external sources. The no external power alarms resolved when the controller was reconnected to an external source. The backup battery activated as intended and supported the pump during the losses of external power. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The root cause of the observed driveline disconnect, driveline power fault, and driveline communication fault alarms was determined to be consistent with the reported connection issue. These alarms all appear to be consistent with the provided information that the alarms occurred while the patient was turning over, and that the alarms stopped once the wiring connections of the driveline were tightened. A root cause for the reported connection issue could not be conclusively determined through this analysis. The root cause of the observed no external power alarms was determined to be user error, in simultaneously disconnecting both power cables from external power during a power source exchange. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, pump off, and no external power alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The heartmate iii instructions for use (section 5 entitled ¿surgical procedures¿) instructs the user to turn the locking nut until the yellow line on the threaded portion of the connector is no longer visible. The heartmate iii instructions for use (section f entitled ¿safety checklists¿) instructs the user to perform a daily check to ensure that the modular inline connector is secure and the locking nut is in the locked position. The user is instructed to ensure that no yellow indicator is seen under the inline locking nut. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU)caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.